Manufacturer narrative:
The event date is approximate. The complaint was received from a consumer in canada. Product was not returned to confirm a malfunction has occurred.

Event description:
A consumer reported that their diamondclean smart charger burned and created a brown burn ring on his/her shelf. No injury or medical intervention was reported. Minor property damage was reported.

Manufacturer narrative:
Product was returned for investigation. The cause of the customers complaint is a burned charger.

Event description:
Product was returned for investigation. The cause of the customers complaint is a burned charger.